Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the clip applier scissored resulting in a malformed clip. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one clip applier opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with seven remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument could not be performed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. Note that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. The instructions for use for this device contains the following as warnings and precautions: prior to squeezing the handle to place a clip, confirm that the clip is positioned free of other clips and obstructions. Firing a clip over an obstruction may result in malformed clips, which may cause lack of hemostasis or damage to the instrument jaw. Inspect all clips which have been placed to confirm that none have been applied across other clips or obstructions and that hemostasis has been established. If minor bleeding and/or leakage is observed, electrocautery and/or manual sutures may be used to establish hemostasis. Confirm that the clip is positioned within the jaw and is free of other clips or obstructions before squeezing the handle to close the clip. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).